Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was initially not feeling stimulation and that there was an oor message at 6.5 ma. The ins was programmed to 4, 9 and 10. 170w and 65 hz. The rep had been doing 'quite a bit of programming' w oor prior to the patient feeling stimulation. The impedances were within the 980-1050 ohm range (within normal limits). The rep reprogrammed to 7,8,9 and 10 and patient was able to feel stimulation. It was noted that 0, and 5 were 'do not use' and they were confirmed to have shorted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the oor/shorts was not determined. There will be no steps taken to resolve the shorts on 0 and 5. The oor on 4, 9, and 10 is no longer present. The patient is now receiving adequate therapy. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that patient's ins was explanted on (B)(6) 2018 due to the intermittent stimulation and constant oor at levels lower than expected. The ins was returned to the manufacture on 2018-09-06.

Manufacturer narrative:
Product ID# 97715, sn: (B)(4) the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Additional review indicated conclusion code (B)(4) results code (B)(4) and method code (B)(4) is no longer applicable to the event if information is provided in the future, a supplemental report will be issued.